Event description:
In 2007, the patient/layperson informed a customer care advocate, cca, that she had obtained three different consecutive results on her ultra meter before calling. Because she recently experienced two hypoglycemic events, one involving paramedics, she was concerned about the meter's accuracy. The cca discovered the meter was set to mmol/l, the wrong unit of measure, and was miscoded (meter code 10 and strips code 16). The patient was unaware that she should code the meter and denied changing the unit of measure. After resetting and coding the meter, she performed a control solution quality test for the cca that was in range. The patient shared the following with both this senior medical affairs specialist and the cca. Approximately twelve days darlier at 5 or 6 p.m, after obtaining "104" (possibly 10.4 mmol/l which equates to 187 mg/dl), she injected her usual evening dose of 5 units regular and 16 units n. Thirty minutes later, her great grandchildren brought dinner, "a sandwich and soda" to her bedroom located upstairs. Her doctor had instructed her to eat no later than 30 minutes after injecting insulin. Although she had spent the day baking cookies, she "felt fine" and denied being tired. Possibly an hour later, she began feeling "light or dizzy". Immediately she walked downstairs to the kitchen and began eating cookies. A family member called emt whose meter result was "23." No test was performed on her own meter. Emt fed her peanut butter/jelly sandwich with orange juice. A similar event occurred the next week at her pharmacy where she became hypoglycemic. A pharmacist gave her orange juice. Four results she read to the cca from the meter's memory were 7.8, 7.2, 8.5, 8.3, and 12.9. These results when converted to mg/dl range from 130 to 232. However, the dates were in the future, indicating someone may have set the clock incorrectly. Although the meter was in the wrong unit of measure, the blood glucose result during the event may have been inaccurately high, possibly because the meter was miscoded. Again, the product was within control solution specification after re-coding. Since the patient takes no insulin when blood glucose results are 56 or lower, possibly the actual result was 56 or less and then became lower due to the insulin. Because the patient alleged she suffered hypoglycemia, the complaint is reported as an adverse event. Products were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.